Event description:
It was reported that the patient noticed a screeching noise which was uncomfortable while on holiday. The patient returned from holiday. Three to four days prior to returning he heard a screeching sound when the speech processor was placed over the ear. This was immediately removed. Upon replacement no sound was heard. Two other speech processors were tried but without any benefit. All external equipment was exchanged but these changes made no difference and no sound was heard. The patient's wife reported that the patient had knocked his head while on the cruise ship. This occurred a 'couple' of times. The patient is reported to suffer from balance problems. Upon returning, an appointment was made in the clinic and testing was carried out. Repeat testing showed variations in coupling.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.